Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2020, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via manufacture representative reported the hcp believed the connection p oint/collet was the issue so he advises not to disassemble from that point before testing the returned pieces.

Manufacturer narrative:
H3. Analysis identified a hole in the catheter body. Visual inspection identified, there was damage to the transition tubing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780 serial# (B)(6) implanted: (B)(6) 2020.explanted: product type catheter product ID 8784 serial# (B)(6) implanted: (B)(6) 2020. Explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), via a manufacturer representative (rep). It was reported the patient was not and has not gotten pain relief/coverage since their pump was replaced. One catheter revision has already been done. The patient has tried various medications in the pump. The issue was not resolved at the time of this report.

Event description:
Additional information was received from a healthcare provider on 2020-oct-28. It was reported the hcp believed the pain was caused by the catheter pushing on "intrathecal scar tissue." A catheter revision was going to be done under "light anesthesia" to try to ensure that there was no repeat pain. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, partially explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(4), ubd: 12-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient with an implantable pump for spinal pain. The pump administered baclofen with concentration 150 mcg/ml at a dose rate of 11.98 mcg/day and dilaudid with concentration 2.0 mg/ml at a dose rate of 0.1598 mg/day. It was reported that the patient reported no pain relief since implantation of pump. The date (B)(6) 2020 is considered an approximate date of event (specific month and year known only). It was further reported that there was pain/internal fluid at the pump pocket site. It was further clarified that the physician had noted a small amount of ¿normal¿ fluid in the pump pocket site. Diagnostic testing/troubleshooting included an attempted catheter access port (cap) aspiration by the physician and dosing titrations. They suspected a catheter kink or occlusion as the physician stated that he was unable to aspirate catheter in his office. A catheter revision was performed. After excising pump segment and connector at the time of the revision, the physician was then able to get cerebrospinal fluid (csf) flow. It was further reported that an extra piece of catheter was noted at the pump connector site. A new pump segment of catheter was implanted. The issue was resolved as of (B)(6) 2020. The patient was without injury regarding their status as of (B)(6) 2020. The patient denied any environmental/external/patient factors that may have led or contributed to the issue. The explanted portion of catheter was in the company representative¿s possession and was planned to be returned. The patient¿s medical history was requested but would not be made available. It was indicated that the healthcare provider had no further information on the event. No further patient complications have been reported as a result of this event.